Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy peritoneal effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient outcome and action take with pd therapy were not reported. No additional information is available.